Event description:
As reported by the patient¿s attorney, a pinnacle pelvic floor repair kits (MFR report #3005099803-2014-00029) and an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-15056) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.